Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 332mg/dl. The expected fasting blood glucose test result range is 150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/13/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 332mg/dl. The expected fasting blood glucose test result range is 150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/13/2020and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 147mg/dl, (B)(6), 6:03a fasting, result 2: 332mg/dl, (B)(6), 5:35a fasting, result 3: 137mg/dl, (B)(6), 11:58a fasting, result 4: 105mg/dl, (B)(6), 6:57a fasting, result 5: 189mg/dl, (B)(6), 7:45a fasting.